Event description:
While reviewing programming history that was received by the manufacturer, it was noted that the pt's settings were reset to unintended settings on (B) (6) 2005 due to an interrupted system diagnostic test. Settings were corrected to intended settings on (B) (6)2005.

Manufacturer narrative:
Analysis of programming history.